Manufacturer narrative:
The unique identifier (UDI)# information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights, powerled 700. It was stated the screw in the center of the light head was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was being used for patient treatment or diagnosis when the event took place. Maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1a initial reporter: (B)(6) hospital. E1b event site name: (B)(6) hospital. E1i event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 24th april, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the screw in the centre of the light head was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.